Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, instability the area around the implants was all back, 'possible metallosis" cultures taken: lateral condyle posteriorly had significant wear on poly, femur wore through poly and was metal on metal w/ base plate.